Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump would not charge or power on despite correct placement on the charging pad, with a green led blinking only when on the pad; the user transitioned to manual insulin therapy while awaiting resolution. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included interruption of automated insulin delivery and reliance on manual insulin management without medical intervention or hospitalization. Investigation included remote troubleshooting, verification of charger use and device positioning, and attempts to recover the original device for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.